Event description:
It was reported that the patient felt the implantable neurostimulator (ins) heating even if they were not recharging. Additional information received reported that this just started to occur. It was noted that it occurred both when the stimulation was on and off. It was noted that the reporter had no further information.

Manufacturer narrative:
(B)(4).